Event description:
The ethicon articulating endoscopic linear cutter (ref ec45a) would not fire a staple load during the procedure and there was some difficultly reopening the stapler to remove from the patient. After removal, this was attempted with a second stapler (same product, same lot number - 694d40). The same issue occurred with the second stapler. Manufacturer response for staple, implantable, echelon endopath (per site reporter). Unknown; all devices with same lot number were taken by ethicon rep.